Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The main coil return inside a non-boston scientific catheter, a torque device also returns. The main coil was observed bent, detached and stretched at the coil arm section. The pouch was returned, and it was observed that the pouch information matches with the complaint information. No more damages were observed. Under the microscope it was observed that the main coil was observed bent, detached and stretched at the coil arm section. The functional test could not be performed due only the main coil returned. Dimensional inspection of main coil revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that the coil was stuck inside the catheter and the coil was stretched. The target lesion was located in the internal iliac artery. A 10mm x 40cm interlock-35 was selected for use. During the procedure, it was noted coil was stuck inside the catheter and could not be pushed out. The coil was slowly pulled backward multiple time and the coil was stretched. The procedure was completed with another of the same device. No complications were reported and patient was stable post procedure. However, device analysis revealed that the main coil was detached.